Manufacturer narrative:
Investigation summary: first complaint for the incident in this batch. It was verified the batch record and it was observed that the manufacturing date for this batch was march 28 - 30, 2017. No quality notification, maintenance or other deviation was found for this batch. According the evaluation of the batch records no occurrences related to the defect are observed and the tests performed during the material production meets the specifications. After the evaluation of the samples provided by the customer and according the complaint description it is possible verify: the activation of the plunger was occurred during the medicament application, which is related at security syringe function. Thus it is not possible confirm the defect of this complaint was related of bd process. Bd was not able to duplicate or confirm the failure mode indicated by the customer, or the data were insufficient to the analysis. Were evaluated the records of the batch and the visual evaluation of the samples. During the batch production no records of occurrences related to reported defect are observed. According the procedure some tests are performed at solomed syringe during the production process and batch release to assure the product quality. According the records the process tests and batch release test were performed and meets the specifications. After this evaluation and the analysis of the sample it is not possible confirm the defect.

Event description:
It was reported by the nurse during use, that the bd solomed¿ syringe breaks easily causing premature syringe activation and prevents accurate dosing during administration. No serious injury or medical intervention noted.